Event description:
It was reported that the patient died during a complex seizure where fell from the third floor of a building. Attempts for further information have been unsuccessful to date. The product was explanted and returned to manufacturer, but analysis is pending.